Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A review of complaints determined that there is not an increase in complaint activity for the cell-dyn ruby, serial number (B)(4). A review of the quality control data showed all control levels were within the specified assay ranges. The datalog showed different patient sample runs before and after specimen ID (B)(4) did not have any issues. The possibility of a pre-analytic factor, like a clotted sample, cannot be eliminated and which may have affected sample processing. A review of the cell-dyn ruby system operators manual, l/n 08h56-03, rev. D did not find any labeling issues. Field service was requested for this complaint and the following parts were replaced: solenoid valve assembly, 3.9kg wht (no washer), list number 8921293301 and solenoid valve assembly, 3.9kg wht (no washer), list number 8921122101, due to being worn out, as a precaution or as troubleshooting. Based on the event details and investigation, no product deficiency was identified with the cell-dyn ruby instrument, serial number (B)(4).

Event description:
The customer states the cell dyn ruby generated falsely decreased hemoglobin (hgb) results on one patient. Initial sample results were 6.5g/dl; repeated as 6.5 g/dl. This result was released to the floor, but the rn did not believe the value and ordered a new blood draw of the patient. The new patient sample generated a hgb result of 15.5 g/dl. There was no reported impact to patient management as the rn did not believe the original result. There was no additional patient information provided.